Event description:
The core impaction drill was sent for service due to overheating. The event occurred prior to a procedure, no adverse event was reported.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.